Event description:
A patient contacted baxter's technical service center regarding accidentally cutting her patient line. A follow up call to the nurse indicated that there was no patient injury or medical intervention at the time of the reported incident.

Manufacturer narrative:
Per the nurse, the sample was discarded therefore an evaluation is not possible.